Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that abnormal pacing was identified on the device and there was an increase noted in thresholds on the right ventricular (rv) lead. Both the implantable pulse generator (ipg) and the rv lead remain in use. No patient complications have been reported as a result of this event.